Event description:
It was reported that while in the cath lab, the correct preparation procedure was followed with regard to both the intra-aortic balloon (iab) catheter & insertion site, the right femoral artery. The iab catheter was flushed & balloon vacuumed. The md accessed the artery with needle and syringe, advanced spring wire guide (swg) successfully & performed step up dilation in accordance with insertion recommendations. Md then proceeded to place sheath successfully. The catheter was advanced over swg and it is believed that the balloon had fully cleared the sheath. The catheter was advanced to approximately 4-5 cm beyond sheath. Md then failed to advance iab catheter any further. Leaving the swg in place, md removed the iab catheter & inserted another iab-06840-u over swg. Md initially experienced some difficulty with the insertion of 2nd iab catheter, but eventually succeeded & iab therapy was commenced. There was no reported patient death. The patient was not injured; no medical or surgical intervention was required. The first iab was removed & the second iab was inserted into the same insertion site, patient's right femoral artery. The second iab was inserted through a sheath. There was a delay/interruption in therapy for the duration of inserting another iab catheter only. The second iab-06840-u insertion was successful. There were no reported patient complications. The outcome of the patient is listed as "fine."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.